Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported removing the lifevest due to a skin irritation on his side. The patient reported that he spoke with his cardiologist who was aware of the situation and "took care of it." It is unclear what medical attention the patient received. During a follow up the patient reported that he was putting the device back on and that everything was "okay at this point." No allegation of a device malfunction.